Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump was alarming lost sensor. Customer stated they had been experiencing blood glucose levels ranging from 30 mg/dl to 300 mg/dl. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.